Event description:
The customer reported disconnection between the crn pump set and an unspecified ICU medical microclave set. A blood product was infusing, and the disconnection resulted in a spill of about 3 ml. No patient harm or medical intervention occurred. No further patient/event info was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer report could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.